Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, most probable cause of the complaint is the plug unit is corroded, the cable housing is damaged, the switch flexible printed circuits (fpc) is corroded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited error e315. There was no patient involvement.